Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2021. During the procedure, the right ventricular lead exhibited high pacing impedance and a failure to capture. It was also suspected that the lead had fractured. The lead removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events of lead fracture, failure to capture and high lead pacing impedance were not confirmed. Analysis was normal. No anomalies were found.